Event description:
On 12 nov 2024, senseonics was made aware of an incident where patient was inserted with a sensor on (B)(6) 2024 and reported an infection. Despite multiple followup attempts wit the user to gather additional information about the infection the patient was not responsive. After dms review, we confirmed that there's no system usage since (B)(6)2024.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The patient was inserted with a sensor on (B)(6) 2024 and reported an infection. Despite multiple followup attempts with the user to gather additional information about the infection the patient was not responsive. After dms review, we confirmed that there's no system usage since (B)(6)2024. No further investigation is required.